Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be programmed to magnetic resonance imaging (MRI) protection mode. The caller reported the device did not have the appropriate firmware version and upgrade efforts continued to fail. A boston scientific technical services consultant stated a poor telemetry connection could cause the upgrade to take longer than the 8 minute timeout. The consultant provided troubleshooting techniques and recommended using a different programmer. No adverse patient effects were reported.